Event description:
Customer called to report a pod alarmed after manipulating syringe to fill it with insulin. The user stated it was very difficult. His bg levels were at 400 when he realized pod not delivering insulin after two hours had elapsed. The patient tried to activate new pod.

Manufacturer narrative:
The product has not been returned, so no evaluation is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.